Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 832. Ams bio arc pre-connected collagen dermal - 14. Ams bio arc sling system - 13. Ams monarc c-sling system - 8. Ams monarc sling system - 487. Ams monarc+ subfascial hammock - 33. Ams sparc sling system - 237. Unknown sling system - 40 - attachment: [procodewise summary report -otn - aug 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The device remains implanted. No further complications have been reported in relation to this event.